Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the pump was explanted and replaced due to battery depletion and the hcp's concern that the pump was overinfusing. No pt symptoms were reported. At the previous refill, the pump reservoir volume was less than expected. The low battery alarm was noted shortly after explant. The pt recovered without sequela.